Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 62 mg/dl. The customer was assisted with clearing the alarm. The motor error occurred 5 times in the last 30 days. The customer did not received an e70 alarm. The customer doesn't use sensor feature on the pump. The customer were able to rewind pump. Customer was advised to return the device with the battery and zero out the basal rates. The customer was advised that the device would be replaced and agreed to return the product for analysis.